Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had five back operations. They took place after the device had been implanted, to "try and straighten things out." During one of the surgeries, it was unclear which one, it was noted that there was a "problem," there were two broken bones in the patient's back. Surgeon went in to remove them. It was reported that "by that time" the patient could no longer feel his feet because they were numb, it was not reported when this surgery or the numbness occurred. It was noted that same day "something happened to the pump," but it was not reported what happened to the pump. The reported stated "I don't even want to get into it. Because there's nothing I can do about it," and "it really sucks being like this," and added when they turn it down, my hip gets worse, so I know that it's doing its job." The device system was used to infuse fentanyl, clonidine, bupivacaine.

Manufacturer narrative:
Product ID 8703w, lot # l52353, implanted: (B)(6) 1998, product type catheter.(B)(4).